Event description:
The manufacturer received info alleging a ventilator alarmed and displayed a ventilator inoperative message. There was no pt harm or injury. The ventilator was returned to the manufacturer for eval and the customer's allegation was confirmed. The device's downloaded error log indicated an error 009 had occurred. Error 009 is associated with potential malfunctions of the ventilator's blower motor. The repair technician confirmed the ventilator inoperative condition and related error 009 were caused by an electrical short of the blower motor's coil. The blower motor was replaced to address the logged error code. There was no pt harm or injury. The ventilator was found to audibly and visually alarm appropriately for a ventilator inoperative condition. The manufacturer will continue to trend life support ventilator malfunctions that could potentially result in a loss of therapy.